Event description:
It was reported that the patient passed away on (B)(6) 2025, during the implant procedure for the cardiac resynchronization therapy defibrillator (crt-d) system. Per the company representative the patient experienced cardiac standstill. There was no allegation with regard to the crt-d system. It was not reported that the crt-d would be returned.